Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating nine cadd administration sets constantly showed overpressure on the pump, all error messages were checked, and the error message could not be resolved. It was reported the end user replaced the lines with no change, after changing the disposable to a different administration set the unit no longer displayed an error message.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: no occlusions nor other workmanship defects were detected in none of the joins of the sample. Functional test: the sample received was connected to prime using a cadd pump legacy. Sample was set to pump and an alarm was show on display during the prime and it cannot be possible; thus, the failure mode is confirmed. Based on the analysis conducted in the sample provided, suction line occluded failure mode was confirmed. Therefore, according pfmea the occurrence of this failure condition could be caused by: too much solvent accumulated when dipped in fixture; held in fixture too long. The cause of the reported problem was traced to the manufacturing process. Any relevant dmrs, ncrs, ets analysis revealed there were no issues, nonconformances reported during the manufacture of this lot.